Event description:
It was reported there was a system error. The programmer was returned for service. No patient involvement or complications were reported.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the error code was verified in the system log file, this was caused by corrupted software. It was also noted that the fan was noisy and the left hinge was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.